Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The complaint is again the enlite insertion device; the customer returned the needled that separated from the sensor.

Event description:
The customer reported via phone call that the needle on the sensor fell apart. The customer was unable to insert the sensor. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.